Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona stubby stem. Unknown persona inlay. Unknown persona femur. Unknown palacos r & g bone cement. Foreign report source: (B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and five months¿ post implantation due to having an unstable knee because of aseptic loosening of the tibia component. There is no additional information available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827-2020-00150.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827-2020-00150.